Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported through an attorney, as a result of a legal claim, please be aware that this office has been retained to represent the following individuals in relation to claims for personal injury resulting from the implantation of stryker's recalled rejuvenate or abgg 11 hip device. While your company has directly contacted many of these clients in the past, this letter is written to inform you that any contact of any nature should be directed through my office. Update: this is a former claim. Plaintiff alleges left rejuvenate hip implanted on (B)(6) 2011 failed causing injury and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery.

Event description:
It was reported through an attorney, as a result of a legal claim, please be aware that this office has bee retained to represent the following individuals in relation to claims to personal injury resulting from the implantation of stryker's recalled rejuvenate of abgg ii hip device. While your company has directly contacted many of these clients in the past, this letter is written to inform you that any contact of any nature should be directed through my office.